Event description:
The consumer reported that the implantable neurostimulator (ins) was placed on the beltline and it caused the ins to almost wear through the skin. It was further reported that the ins was removed on (B)(6) 2015. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.